Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the cobas integra glucose hk gen. 3 test system on a cobas 8000 c702 module. The first sample initially resulted in a glucose value of 0.19 mmol/l with a data flag. The sample was automatically repeated, resulting in a value of 4.3 mmol/l. The field service engineer found dirty sample probes. The probes were replaced. Calibration and controls were run. The analyzer was confirmed to be running correctly. The issue returned after the service actions were performed and a second sample had discrepant results. The customer also noted they received errors and results of 0 for another test parameter. The second sample initially resulted in a glucose value of 0.18 mmol/l with a data flag. The sample was repeated, resulting in a value of 6.39 mmol/l.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer observed that the sample probes were dirty. The probes were replaced and were calibrated. Controls were run and the correct functioning of the analyzer was confirmed. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch fields d1, d2, d4, g1, and g4 have been updated.